Event description:
It was reported that, "incident was witnessed by nurses who were bed bathing and turning the pt at 7am. The line was caught on the sheets and came out but the sutured wings remained firmly in place. The hole was immediately pressurized to stop bleeding and close the hole. The doctor was informed. No further action was required."